Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida (date of the birth:(B)(6) 2000 ,(B)(6) 2002 ,(B)(6) 2005 (B)(6) 2011) and parity 4. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (termination)"), 6 months after insertion of essure. On an unknown date, the patient experienced depression ("depression/ psych injury"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia(abnormal bleeding )"), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device, genital haemorrhage, dyspareunia and device dislocation outcome was unknown and the depression, anxiety, migraine and headache had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: two coils were visible on the left side. Three coils were visible on the right side patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida (date of the birth:(B)(6) 2000 ,(B)(6) 2002 ,(B)(6) 2005 (B)(6) 2011) and parity 4. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (termination)"), 6 months after insertion of essure. On an unknown date, the patient experienced depression ("depression/ psych injury"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia(abnormal bleeding )"), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device, genital haemorrhage, dyspareunia and device dislocation outcome was unknown and the depression, anxiety, migraine and headache had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: two coils were visible on the left side. Three coils were visible on the right side patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, device migration. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- device migration, outcome of the previously reported event- pelvic pain female, vaginal haemorrhage, menorrhagia were updated, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida (date of the birth:(B)(6) 2000 ,(B)(6) 2002 ,(B)(6) 2005, (B)(6) 2011) and parity 4. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (termination)"), 6 months after insertion of essure. On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, genital haemorrhage and dyspareunia outcome was unknown and the depression, anxiety, migraine and headache had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: two coils were visible on the left side. Three coils were visible on the right side . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: events: abnormal bleeding (vaginal, menorrhagia), dyspareunia, abnormal bleeding (general) were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 794898) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida (date of the birth: (B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2011) and parity 4. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (termination)"), 6 months after insertion of essure. On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown and the depression, anxiety, migraine and headache had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: two coils were visible on the left side. Three coils were visible on the right side quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case classification was updated from non serious incident to serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.